Event description:
Additional information received reported that the patient's pump had been explanted due to end of battery life on (B)(6) 2012. The replacement was complicated by infection. On (B)(6) 2012, an incision and drainage (I<(>&<)>d) procedure was completed. On (B)(6) 2012, the pump was explanted and the lumbar drain was externalized. On (B)(6) 2012, the I<(>&<)>d procedure was repeated and the catheter was removed. On (B)(6) 2012 the I<(>&<)>d procedure was repeated. The pump and catheter were reimplanted on (B)(6) 2012.

Event description:
It was planned to implant the pump on the opposite side of the patient's abdomen, a procedure had been scheduled for (B)(6) 2012. The existing pump had already been explanted. The patient developed fever and meningitis following explant and was admitted to the hospital. The pump contained lioresal 2,000 mcg/ml. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Continuation of medical concomitant: 1994 (B)(6), explanted: product typ catheter product ID, 8575 lot#, (B)(4) serial# implanted: 2012 (B)(6), explanted: product typ accessory. (B)(4).

Manufacturer narrative:
(B)(4).